Event description:
Per the esp description: received a call from the hospital. Spoke with a representative from the ICU: a patient on a cs300 pump with a sensation 7fr 40cc intra-aortic balloon (iab) in place, alarm iab fiber optic sensor failure occurred. The hospital representative tried to re-connect several times with no success. Disconnected the fiber optic cable, connected the radial artery line for pressure balance and all was working properly.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extracorporeal tubing was not returned. Two kinks were found on the catheter tubing approximately 33.3cm and 75.9cm from the iab tip. We are unable to determine when the kink occurred. It may have occurred during iab removal, during iabp therapy, from patient movement, or while packaging/shipping the iab back for evaluation. Product evaluation: a sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. Conclusions: the reported events cannot be confirmed by the evaluation. If a problem occurs monitoring the arterial pressure, the instructions for use indicates to provide an alternate pressure source by connecting a conventional arterial pressure signal (radial artery) or pressure signal to the pump. A review of the device history did not indicate any lot specific issues. (B)(4).